Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted hysterectomy malignant surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding system faults occurring on the universal surgical manipulator 2 (usm2). According to the customer, a hard reboot on the da vinci system did not resolve the reported event. Tse reviewed the system logs and confirmed the reported event. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 2 for failure analysis investigation. The unit was analyzed and in the system logs, the error 32114 was found indicating ¿aurora communication link error¿ on the usm ¿ac-xc¿ axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a known good system where the component functioned as expected. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where fiber test was found to be failing on the ¿ac-xc¿ axis. Once testing was completed, the clock spring fiber was tested and was verified to be the source of the fault. The root cause is attributed to a faulty clock spring fiber in the usm. This issue may be resolved by fse replacement of the usm. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.